Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged possible under delivery anomaly on (B)(6) 2021. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, delivery accuracy test and self test. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. Successfully downloaded history files and traces using thus software. No unexpected under delivery or insulin flow blocked alarm noted during testing. However, bolus not delivered alert(100)-(B)(6) 2021 10:02:36.000 and no delivery (7) alarm-(B)(6) 2021 12:08:35.000 were found in history file. Insulin pump was cut open to perform visual inspection and found no evidence of moisture damage on the electrical board force sensor, motor and vibrator assembly noted. The insulin pump uploaded to carelink pro with no available data for the event date. (Earliest available data:(B)(6) 2021) the following were noted during visual inspection: cracked keypad overlay, scratched lcd window and scratched case. In summary, customer alleged under delivery not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that they experienced high blood glucose. Blood glucose level was 516 mg/dl and current level was 408 mg/dl. Customer experienced nausea due to high blood glucose value. Customer was using insulin pump with 48 hours of high blood glucose event. Insulin pump was been used on auto mode. Customer alleged that the insulin pump was under delivering. Displacement test was performed and it was passed. Self test and high pressure test were performed and they were passed. Customer was assisted with troubleshooting. Insulin pump will be returned for analysis.